Event description:
It was reported that the burr detached. The target lesion area was located in a heavily calcified left main ostium and left circumflex (lcx) artery. A rotalink burr as used for atherectomy and 5-6 runs were performed in the left main. The physician then tried entering the lcx where the vessel presented a 90 degree take off. The physician noticed that the expected deceleration was not occurring when entering the lcx. The burr was removed from the patient when it was realized the burr had detached. The rotawire was then removed from the patient with the burr on the wire. A new wire was inserted to the patient and the procedure was successfully completed with a 1.25 burr. There were no patient complications.

Manufacturer narrative:
Correction: d1 brand name: rotablator rotational atherectomy system updated to rotalink plus. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device with the rotawire. The burr catheter was received attached to the advancer unit with the rotawire inside the device. Photos were provided from the facility. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device revealed that the burr was detached from the coil and loose on the rotawire. The burr was able to be removed from the wire with no issues. The burr was inspected, and it was found that coil was detached just proximal of the burr with portion of the coil still inside the burr, indicating that the bond is still intact. There was damage to the bottom of the burr (proximal end of the burr) and the annulus was flared and damaged. The flare of the annulus indicates that the device was ran a long rotation time and came into contact with the wire. Photos were provided. It was confirmed that the batch number on the photo of the shelf box matched the batch number on the advancer. The photo showed that the burr was detached and on the guidewire. The burr had coil protruding from the proximal end and the annulus was flared/damaged. The photos matched the returned device.

Event description:
It was reported that the burr detached. The target lesion area was located in a heavily calcified left main ostium and left circumflex (lcx) artery. A rotalink burr as used for atherectomy and 5-6 runs were performed in the left main. The physician then tried entering the lcx where the vessel presented a 90 degree take off. The physician noticed that the expected deceleration was not occurring when entering the lcx. The burr was removed from the patient when it was realized the burr had detached. The rotawire was then removed from the patient with the burr on the wire. A new wire was inserted to the patient and the procedure was successfully completed with a 1.25 burr. There were no patient complications.